Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 1.3, lab: 3.1. Time elapsed between each method of testing is not specified. Pt's therapeutic range is 2.2-2.9.

Manufacturer narrative:
Investigation pending.